Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, prior to clinical use of the device, initial interrogation of the device indicated low battery voltage: 2.75v and 3.04v. Consequently, this device was not attempted for implantation. A new device was selected and successfully implanted uneventfully.